Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce a system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause was a loose lower auxiliary assembly. The connection was reestablished to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.